Event description:
During operational checkout after preventive maintenance service of the device, the manufacturers service engineer reported a pressure regulation high occurrence. The device was not in use therefore there was no patient involvement or harm. A pressure regulation high occurrence during normal ventilation operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician replaced the data acquisition board to address the finding. Final checkout was performed per operating specifications with no fault recurrence reported.